Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass due to physical damaged to lcd glass. Insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip, and cracked case. (B)(4).

Event description:
The customer reported via phone call that the insulin pump fell out of her shirt and was ruined. The insulin pump had cracks all over and the screen was also discolored. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.